Event description:
During shift check, the autopulse platform (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message upon powering on and could not be cleared. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message upon powering on was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective load cell. The archive data indicated multiple ua07 errors around the reported event date, confirming the complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering up, confirming the complaint. The load cell characterization check revealed an over-reporting load cell, which was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).